Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, stent damage occurred. The lesion being treated was located in the distal right coronary artery (rca). The lesion was predilated with a 3.0x30 mm maverick balloon. The physician was unable to cross the lesion with the 2.50x12 mm taxus express2 drug eluting stent. The physician noticed the stent strut was flared. The procedure was completed with a 3.0x28 mm non-boston scientific stent. No pt complications were reported. Pt status reported as "fine."

Manufacturer narrative:
The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the root cause of this event.